Event description:
A hospital reported via a fisher & paykel healthcare ('fph') representative of a hole in the expiratory limb of an rt340 adult dual-heated evaqua breathing circuit. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital. The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt340 breathing circuit was pressure tested and also submerged in a water bath to test for leaks. Test results indicate that the pressure drop exhibited by the breathing circuit is outside specification. Upon submersion in the water bath, a leak was detected at the expiratory tube. The hole was not easily visible to the naked eye. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. It is likely that the expiratory tube in this case came into contact with a thin and sharp object. As this breathing circuit would have passed the leak test following production, it most likely sustained damage during equipment set-up. Our user instructions advises the user to perform a pressure and leak test on the breathing circuit system, to fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage and to set the appropriate ventilator alarms. Our monitoring and trending of leaks in adult evaqua breathing circuits has a rate of occurrence worldwide in the last year.